Event description:
Clinical study. It was reported that 718 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 2.75x12mm, 85% stenosed, mildly calcified, and moderately tortuous lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 2.75x16mm drug eluting stent, reducing stenosis to 0%. The patient was discharged 2 days later on aspirin and plavix. At 718 days after the index procedure, the patient expired. Per phone call with the patient's wife, the cause of death was coronary artery disease (cad). It is unknown if the target vessel was involved. No autopsy was performed. Device causality is unknown at this time. No further information is available.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.